Event description:
This guidewire was being utilized for an angiography procedure in the subclavian artery. There were two stenotic areas in the artery and the guidewire had been manipulated through the first area. During the attempt to manipulate through the second stenotic area, it was noticed under fluoroscopy that the guidewire tip had uncoiled. With the guidewire tip located between the two stenotic lesions, a 3mm piece of the tip separated from the guidewire and went subintimal. The hosp reported no permanent injury to the pt although the 3mm portion of the guidewire remained in the pt.